Event description:
Pt was double skin tested in the forearms. Pt developed pink, raised macules at the test sites. The test site symptoms have been intermittent and have occasionally included purple discoloration. Physician diagnosed hypersensitivity and treated with intralesional triamcinolone which was only temporarily effective.